Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, -16.50 diopter into the patients left eye (os) on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to excessive vaulting. The lens was replaced with a shorter lens and the problem was resolved. The patient is happy. The cause of the event was unknown.